Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient alleged overdischage (od). The caller stated that they pulled the battery out of od and when starting a normal charging session the implantable neurostimulator recharger (insr) displayed and end of service (eos)message, a power on reset (por) message, and then started charging normally. The caller stated that he thought the patient may have talked to another medical representative prior to today but wasn't sure. They reported, after two hours, they didn't get any chargein it and it still said eos on the screen. It was yet to be reviewed to determine if the reason for the eos message was the number of over discharges. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A month later, the contact reported that on the day of surgery, an impedance issue occurred. The patient is reported to having their ins replaced because their leads go dead several times. The patient was unable to keep it charged. Impedance measurements were high on electrodes 1-7 and 9-15, being greater than 40,000. The representative had the healthcare professional switch the lead into the ins and the impedance values were the same. The impedance test was done with multi-lead trailing cord and the lead impedances were resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.